Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot#: (B)(6), product ID: bi71000163, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply board was replaced and adjusted to 5.10v. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply board and the issue was confirmed. During bench test, it measured at 5.22 vdc. When installed in a test system, it failed to initialize. H6: b01, c02 and d02 apply to the system checkout and returned power supply board product ID: bi71000450, serial/lot#: (B)(6), b17, c20 and d15 apply to the concomitant product ID: bi71000163, this regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was "impossible to shoot." There was no patient involvement. Additional information was received. It was reported that the reported issue was that no x-rays were produced. The system was rebooted to resolve the issue.